Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported via a medwatch report that on 08/12/2021, a wire fragment broke in an ankle of a patient during orif of right ankle and foot surgery. No further information provided.